Manufacturer narrative:
H6: investigation summar. Bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. The following information was provided by the initial reporter. The customer stated "the tubes are over filling. The customer is currently using 1.7 tubes as that is all they have available at this moment. Once it was discovered we redrew about 10 patients. Started rejecting samples and pulling those defective tubes from draw sites." No medical intervention was reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. The following information was provided by the initial reporter. The customer stated "the tubes are over filling. The customer is currently using 1.7 tubes as that is all they have available at this moment. Once it was discovered we redrew about 10 patients. Started rejecting samples and pulling those defective tubes from draw sites." No medical intervention was reported.